Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018(108 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been received by the manufacturer yet. A detailed follow-up report will be submitted upon receipt and analysis of the blood pump.

Event description:
We were informed by the clinic that blood was visible in the membrane interstices, in the region of the stabilization ring of the left excor blood pump of a patient supported in the bvad configuration. Trained personnel at the clinic exchanged the blood pump without incidence. The patient was not affected by this incident and is doing well.

Manufacturer narrative:
Exemption number: e2013009. (B)(4). During initial visual examination of the returned blood pump, an accumulation of reddish-brown fluid was visible in the membrane interstices. The blood pump was tested for functional performance and met its normal performance specification. For further investigation, the pump was submitted for an external CT examination. Based on the CT images, minimal small particles were detected in the membrane interstices. The CT scan did not show any air cushions nor abnormalities in the individual membrane layers. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the blood-side layer at the edge, close to the housing. A leak was also detected in the middle layer,at the center. The air-side layer was found to be intact. At the time of investigation, the membrane thickness was found to be within specification for the air-side and middle layers, including at the defect location. The thickness of the blood-side layer in the region close to the pump housing, where the leakage was detected, was below specification during failure analysis. During normal pumping function membranes can get stressed. As a result, if membrane thickness is not homogeneous across the membrane layer, there is a possibility that leakage can occur at the thinnest point of the membrane. Inhomogeneity of the thickness was found to be the cause of the membrane rupture. The pump membranes are made by a manual dipping process by operators, therefore, a minimal variability in membrane thickness is possible. Correction: we were informed on 2018-06-26 that this patient was supported in the lvad configuration and not bivad as stated in the initial MDR.